Event description:
Boston scientific crm received information that six days post implant this right ventricular (rv) lead exhibited loss of capture (loc) and a lead revision was performed. A lead repositioning was attempted however was unsuccessful. This lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.